Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and penumbra coil 400s (pc400s). During the procedure, the physician successfully placed six pc400s using a lantern. The physician then felt resistance and was unable to advance another pc400 through the lantern and, therefore, the lantern was removed with the pc400 inside. The physician prepared a new lantern and a new coil for use, however then decided that the existing coil mass was sufficient and the blood flow was completely occluded, therefore, the devices were not used and the procedure then ended at this point. There was no report of an adverse effect to the patient.